Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video interface patch panel (vip). The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer and clinical sales representative (csr) called to report that they were getting repeated 1009 faults on the system. The technical support engineer (tse) reviewed the logs and confirmed the errors. The site had power cycled and hard cycled prior to calling into technical support. The tse had the customer perform a secondary power cycle and a prolonged 45 second hard cycle, but the faults persisted. There was no reported patient harm.